Event description:
End of the procedure the ground pad was being removed and noticed the pt was injured (burned). Burn was not classified but reported to be 1cm x 4cm and it was reported that ointment was used and pt was "fine".

Manufacturer narrative:
Without the sample, a detailed investigation could not be performed. The customer reported that the pad may be from the following lot numbers: 114886, 121271, 122454. The device history record (DHR) indicates the lot numbers reported were released, meeting all qa specifications. A change has been made to the e7506 instructions for use (IFU) to add a warning that procedures that utilize high current and/or long duty cycles (such as tissue ablation) increase the risk of excessive heating to the point of injuring the pt. Use of more than one pad may help mitigate the increased risk. Boston scientific was forwarded this info.